Event description:
I received email from FDA today stating inspire pulse generator (ipg) model 3028 was being recalled. Said email stated no injuries had been reported...I had an injury and an auto accident due to falling asleep. My first surgery was (B)(6) 2023. Model 3028 air364930c was implanted. I had revision surgery (B)(6) 2024. Inspire removed and replaced my generator and lead. Inspire tried to get me to sign a release. I did not sign the release...said release would have prohibited me from contacting FDA, news media etc. Since I did not sign the release inspire will not pay me for monies, I had to pay for the revision surgery and now I learn the device is being recalled. The FDA email stated this recall as the most serious type. I want to tell FDA more about my case...inspire needs to be stopped.